Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported the unit was not in use on a patient, therefore there was no patient involvement or harm. The manufacturer's service technician was able to duplicate the customer reported event. The service technician reported the ventilator would shut down when switching from battery power to ac power. The service technician replaced the power supply to address the findings. Extended self testing and performance verification testing was completed and passed per operating specifications.

Manufacturer narrative:
Power supply.